Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried to insert the catheter over it. It was at that time the catheter became stuck and could not be advanced. As a result, both the catheter and swg were exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.